Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load properly as it remained inside of the loading device. A replacement device was used to complete the procedure. It was reported that the surgery was delayed by a few minutes and there was minimal blood loss. The heartstring iii device reportedly did not contribute to the pt injury. The hosp did not report any pt effects. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - catsweb complaint (B)(4).